Event description:
I used the libre 3 glucose monitor but was getting very inaccurate readings. It will wake me and say my blood sugar is dangerously low it is dangerously high. Libre 3 result says 57mg/dl while the finger test is 105.